Manufacturer narrative:
Analysis found that a complete lead was returned in one-piece measuring 64.4cm. Analysis was normal. No anomalies were found. Correction: d6b - explant date was reported incorrectly previously.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited low defibrillation impedance. The lead was explanted and replaced. The patient was in stable condition.